Event description:
It was reported that during the ileocecal mobilization step of a laparoscopic ileocecal resection procedure with robot support. The movement of the hand controller of the surgeon console and the tip of the bipolar fenestrated grasper were not synchronized. There was no fraying of the wire or damage to the resin parts. The bipolar fenestrated grasper was replaced with another one to resolve the issue and complete the surgery. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported surgeon console. Evaluation of the logs did not show any data indicating the synchronization status between the surgeon console and the bipolar fenes trated grasper. There were no errors noted associated with a loss of synchronization or abnormal instrument behavior. Evaluation of the surgeon console noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the ileocecal mobilization step of a laparoscopic ileocecal resection procedure with robot support. The movement of the hand controller of the surgeon console and the tip of the bipolar fenestrated grasper were not synchronized. There was no fraying of the wire or damage to the resin parts. The bipolar fenestrated grasper was replaced with another one to resolve the issue and complete the surgery. There was no patient injury.